Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that immediately following implant of this annuloplasty ring, it was explanted and replaced for reasons unknown. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that the annuloplasty ring was removed immediately following implant due to continued central regurgitation. Upon explant, a 33 mm non-medtronic bioprosthetic valve was then implanted successfully. No adverse patient effects were reported. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Surgeons often attempt to repair valves in lieu of replacing them due to improved long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. Overall, this event is potentially attributed to the native valve being unrepairable as surgical valve replacement was performed.

Manufacturer narrative:
Additional information was received indicating that the annuloplasty ring was removed immediately following implant due to continued central regurgitation. Upon explant, a 33 mm non-medtronic bioprosthetic valve was then implanted successfully. No adverse patient effects were reported. The patient's weight and patient codes have been updated to capture additional information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.